Event description:
On 3/6/98 a study product was begun at 1540 at 8cc/hr on this pt. It was to have run approx 22 hrs. At 0500 3/7/98 the rn on duty called to say the bag was empty; having run only 13 hrs and 20 mins the user facility has not been able to determine the reason; machine malfunction, or human error.